Event description:
Tm contacted zoll lifecor customer support service to report that during a fitting for a (B)(6) male pt, one of his batteries would not fit into the monitor. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (batteries will not go into the monitor) was confirmed. The monitor's battery connector pins were bent, preventing the batteries from being plugged into the monitor. The cause for the bent battery pins was not positively identified but was likely due to a misalignment problem when the pt inserted the issued battery pack into the monitor. The root cause for the misalignment problem was not positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.